Event description:
The user facility reported that the tip has disassociated from the guide. The surgeon used the gwa018 guide in a navicross 018 without particularly forcing it, and had to remove the guide, because from the first gesture, the distal tip was completely destroyed. The guide "stripped" during use while in the patient. It was used with a support catheter navicross 0.018. Apparently, no material remained in the patient. The procedure outcome was not reported. There was no injury to the patient.

Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k122590, k163004. The actual device has not been returned; therefore, the investigation is ongoing. A follow up report will be submitted once the investigation is complete. History investigation of the involved product code/lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar event was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1. Visual inspection (unaided eye and digital microscope) the area from the distal end to approximately 22mm from the distal end had been elongated. Multiple points on the actual sample were called as points a, b, and c arbitrary and inspected. The gold coil was exposed at point a. The outer layer was twisted at point b. The core wire was exposed at point c. No appearance anomalies were found in the other parts of the actual sample. 2. X-ray fluoroscopic inspection x-ray fluoroscopic inspection of the elongated part of the outer layer revealed that the gold coil had been disturbed, and no core wire was present in this area. 3. Electron microscopic inspection point a and the core wire was inspected. Point a had a torn-off shape. The fractured part of the core wire was curved and twisted. Dimple pattern (hole-shaped pattern) was observed on the fracture surface of core wire. 4. Length of missing portion the length of the actual sample from the fractured part of the core wire to the proximal end was measured and compared with a current product sample, confirming that the missing length was estimated to be approximately 10 mm. 5. Dimensional inspection the outer diameter of the hydrophilic-coated and the ptfe-coated sections met the factory's control standards, and no anomalies were observed. 6. Simulation test [test method] a test sample was kept in a loop shape and exposed to a tensile load and torque load while the distal end of the coiled part was trapped. [Test result] the fractured part of the core wire was curved and twisted. - dimple pattern was observed on the fracture surface of the core. This condition was similar to that of the actual sample. 7. Cause of occurrence/conclusion based on the investigation results, no anomalies were found in the manufacturing history records and in the dimensions. From the condition of the actual sample and the results of the simulation test, it can be inferred that the reported event was caused by the following mechanism. However, due to the unknown details of the procedure, it is not possible to determine the specific factors that caused the actual sample to become stuck. (1) the distal end of the actual sample became stuck due to some factor. (2) manipulation of the actual sample in that state resulted in the formation of a loop. (3) the actual sample in the looped state experienced pulling and torque loads, leading to the fracture of the core wire. Subsequently, during a removal operation, when further pulling load was applied to the actual sample, the outer layer elongated. Relevant IFU reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).